Event description:
Boston scientific crm received information that this device was electively explanted and upgraded to a bi-ventricular device. There were no adverse patient effects or allegations against the functionality of the device reported. The patient has since alleged that the replacement procedure almost killed him. The local area representative was contacted for additional information; however as of today, no additional information was available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.